Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Because more than 15 years have passed since the subject device was manufactured, omsc could not confirm device history record of the subject device. The exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following causes or other. The surface of the insertion tube was repeatedly wiped and scrubbed excessively. Deterioration of the surface of the insertion tube occurred due to chemicals.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on (B)(6) 2021, it was found that the coating of the insertion tube of the subject device had been partially peeled off. Other detailed information was not provided. There was no report of patient injury associated with the event.